Event description:
Following the events reported in MDR-2022-43272 a second attempt was made to implant the patient using a new sensor. The physician was unable to advance the delivery system and the procedure was abandoned. The physician could not conclusively determine the cause of the advancement difficulty but it was believed to be related to patient anatomy and the angling of the guidewire.

Manufacturer narrative:
The following components were received for investigation: cardiomems catheter assembly with hub intact and sensor tethered. Visual inspection of the hub was found to be normal. Upon visual inspection of skiving portion, it was observed that the tethering pattern was correct). Visual inspection of the sensor identified no exterior damage. Inspection of the length of the catheter was found to be normal, with minimal kinking and inspection of the length of the catheter identified no gross damage or sharp edges and was within specification. The returned catheter outer diameter and thickness were found to be within specification. The results of the investigation are that there are no device abnormalities identified that would have contributed to the event. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue.